Event description:
It was reported to resmed that an astral device's display screen was flickering/scrolling and the device was inoperable. There was no pt harm or injury reported as a result of this incident. MFR # 3004604967-2015-00141.